Event description:
It has been reported to philips that the data monitor and the flexvision monitor were blank the system was in clinical use at the time of the reported event. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision computer and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned non-emergency coronary procedure at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse worked with the biomed and identified the b-cabinet was without voltage. Upon further troubleshooting it was found that fuse f14 in the m-cabinet and the power supply to flexvision pc were defective. A philips field service engineer (fse) inspected the system on-site and found a short circuit in the power supply unit of flexvision pc. To resolve the reported issue, the fse replaced the flexvision pc and the fuse. After the replacement the system was returned to use in good working order and ready for clinical use. Analysis of log file revealed malfunction of flexvision pc confirming the reported issue. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed by using another system. The philips remote service engineer (rse) inspected the system remotely by connecting with the customer and confirmed the failure of the data monitor and flexvision monitor in the examination room. The rse found that the flexvision pc suddenly lost connection to the flexvision monitor. During troubleshooting, the rse checked and replaced the f14 fuse in the m cabinet and switched on again and found to be defective again. When the monitor in the control room was connected to the external power supply, the display became available. The rse replaced the f14 again in the m cabinet. Upon further troubleshooting, the rse found that there was no power to the b cabinet. When the flexvision pc power plug was pulled, the system started working and the b cabinet was supplied with power. When the flexvision pc was plugged in again, there was no power to the b cabinet again. The rse confirmed that the flexvision pc caused a short circuit which caused a 10a fuse to blow in the mpdu (main power distribution unit). Review of the system log file showed that there was malfunction with the flexvision pc. The philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the fuse box. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.